Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaints from the customer were confirmed. The following defects were found and corresponding actions were taken with the device upon evaluation : -both covers were damaged, replaced. -the guide line was bent, replaced. -the foot switch connector was rusty, replaced. -cpu board defective, repaired. -insertion lever defective, replaced. -rocker arm failure. -unit was not calibrated correctly, newly calibrated. Further, a mechanical upgrade was performed, pressure mechanism was re-adjusted, defective material exchanged, internal pneumatic system repaired, and the device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the device. Also fluid contact with the device has resulted in the corrosion of the foot switch connector. However, given the information provided, we cannot determine a definitive root cause for the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/24/2013 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure, the 4580 fms duo+ pump/shaver combo -ns was found to have a broken bolt on the back plate, corrode, defective connector for pedal. The procedure was completed with a replacement device. No surgical delay. No patient consequences. The device is available to be returned for evaluation. Additional information provided by the affiliate reported the event occurred during a knee arthroscopy.